Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump during rewind. The history of the insulin pump also showed motor error alarms in the past. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. (B)(4).

Event description:
It was reported that the customer's blood glucose was normal and that the customer was in good health.